Event description:
The patient previously received a medtronic aneurx device (date unknown). Follow up revealed that the left limb had dislodged from the left cia. Two endologix 16-16-88l limb extensions were placed for a distal type I endoleak with aneurysm enlargement; endoleak was resolved.

Manufacturer narrative:
Competitor's device involved.